Event description:
Boston scientific received information that this device and a competitor right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms and a slight rise in pacing impedance measurements up to 1300 ohms.. Noise on the rv channel was also observed on the electrogram, so the physician assumed the rv lead was fractured. Surgical intervention was performed and the rv lead was explanted and replaced. The device was not removed and continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.